Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
Hearing performance with the device was affected after the child hit his head during an accident with his bike.

Event description:
Hearing performance with the device was affected after the child hit his head during an accident with his bike.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected after the child hit his head during an accident with his bike. According to recipient's mother the ear on the implanted left side was red.